Event description:
Rptr c/o severe loss of hair which started 12/81, hospitalization for migraine 8/82, extreme thyroid problems 6/84, joint & muscle pain, chronic fatigue, lupus, atypical neurlogical syndrome, extreme sensitivity to light & heat, bathes only in tepid water, loss of vision (went blind at work. Vision did return, but very limited), was threatened to leave her job. Skin felt like it was literally on fire.